Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a portion of the harmonic ace instrument broke off during use. The broken piece was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use and there was no noted damage. The instrument broke right at the jaw hinge. The instrument was in use for roughly 10 minutes. The surgeon did not notice an issue with the functionality of the instrument. The instrument did not collide with another instrument. The fragment fell inside the abdomen during the procedure. The instrument was not removed prior to breakage. The break was noticed immediately as the surgeon saw the jaw fall down. The surgical staff grabbed the jaw fragment with graspers and removed fragment through an assist port. An additional surgical procedure was not required to remove fragment. There were no post-operative tests. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the event.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument broke and fragment fell into patient, an investigation was completed to determine the cause of this reported event. The harmonic ace instrument was returned to intuitive surgical, inc. (Isi) and evaluated by failure analysis. Failure analysis investigations was able to confirm the reported issue. The instrument was found to have a blade broken. The blade broke at the base. The broken piece was returned. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode are typically attributed to the mishandling. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure. Failure analysis confirmed the instrument breakage which can be typically attributed to mishandling.